Manufacturer narrative:
The device was returned for evaluation intact and had the appearance of an envista iol. Power and resolution measurements of the returned lens were found out of specification. The root cause is most likely a manufacturing issue due to human error (rejected lens likely being accidentally placed in ¿passing¿ tray). Corrective and preventative actions have been implemented at the manufacturing site to address potential errors of this type. It is noteworthy to mention, this lot was manufactured before preventative actions were implemented.

Event description:
Additional information was received. During the explant surgery the incision was enlarged to approximately 3.5mm. The iol was folded and removed in one piece. A single suture in the temporal wound was placed. There were no complications during surgery and the intra ocular lens was easily explanted.

Event description:
Reportedly, patient developed significant astigmatism approximately two weeks post an iol implant in the left eye. The lens was explanted five months post implant and was replaced with a different model lens. The patient felt immediate relief of the blurred vision on day one post-operation. In the surgeon¿s opinion, the issue may have been caused by the cylinder power of the iol.

Manufacturer narrative:
The device was returned for evaluation. The lens was intact, with both haptics attached and there was no visible damage. Investigation of this event is in progress and a follow-up report will be submitted upon completion of investigation.